Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. After all devices were implanted as planned and the introducer sheath was removed, it was reported that no pulse was observed in the patient's left femoral artery. Angiography imaging reportedly revealed left external iliac artery dissection. The physician reportedly stated that it is unknown when the dissection occurred. The physician also reportedly stated that it is possible that the dissection occurred due to sheath advancement or guidewire operation. A bare metal stent was implanted to treat the dissection. It was reported that blood flow was improved. The procedure was concluded. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation conclusions: code 22 - according to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 22.